Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 173 mg/dl. The customer stated that the insulin pump was exposed to fluid. The insulin pump was returned for analysis.